Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and fentanyl via an implanted pump. The patient¿s medical history included being in a car accident that resulted in a brain injury which was why they did not have a sense of time and could not answer event date questions. The indication for pump use was spinal pain. On (B)(6)2017 it was reported that the patient did not feel like the pump was working right. The pump was not giving them pain relief. The event date was unknown by the patient. The patient had a dye study. The physician suspected that there might be a kink in the catheter, but the drug was going through the catheter fine. The healthcare professional had not found a device cause for the patient¿s pain as the date of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.